Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: during ongoing use, the ra lead noted was shown to persistently show noise and capturing false atr events. Patient has sss and is paced regularly in the ra >50 percent, dr. Elected to cap this lead and put in new lead.